Manufacturer narrative:
The autopulse platform (sn (B)(4) involved in the reported complaint will not be returned for evaluation because the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message by following the instructions provided by the zoll personnel. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. The customer tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During the patient call, the autopulse platform (sn (B)(4) stopped working with the fully charged battery. The user replaced the battery, however, the platform did not power on. Per the reporter, there were no error messages displayed by the platform. No consequences or impact to the patient. After the call the platform was tested with batteries and the reported issue could not be confirmed, the platform was able to power on without any issues, however, the device displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) error message. A zoll technical support representative provided instruction guidelines to the customer on how to clear the ua45 error message and it was cleared. The autopulse platform is functioning as intended and has been placed back for clinical use.